Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and noise due to lead fracture. This rv lead was explanted and replaced. No additional adverse patient effects were reported.